Event description:
Related manufacturer reference number: 2017865-2022-06948. It was reported that a patient's right atrial lead had lost the ability to sense. This was confirmed to be due to dislodgement by way of x-ray examination. A lack of lead slack was also noted on the patient's right ventricular lead. The atrial lead was revised and replaced on (B)(4) 2022, after the initial repositioning attempt was unsuccessful. Slack was also added to the right ventricular lead with a stylet. The patient was stable throughout the procedure.